Event description:
Facility reported to anspach service and repair that the small battery drive is extremely loud and running hot.

Manufacturer narrative:
This device used for treatment and not diagnosis. Lot number cannot be verified as a synthes lot number. Device is an instrument and is not implanted/explanted. The reporters complaint that the unit is making loud noise and running hot was confirmed. The device was tested and the complaint was duplicated. Evidence indicates this is due to usage wear over time. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. The manufacture date of this item is 25-sept-2009. The source of the manufacture date is the release to warehouse date. (B)(4).